Manufacturer narrative:
The company rep examined the system and cleaned the sensor module. The footswitch was tested and functioned well. The system was then tested and met all product specs. The root cause is unk at this time. (B)(4).

Event description:
A customer reported receiving a system message during a procedure but it did not affect the procedure as the issue was with a module that was not in use at that time. Add'l info was received from a nurse reporting the system was rebooted and the cassette was switched out, but system still would not function. The system was then switched out and the case was completed. There was no pt harm or delay reported. There were 2-3 cases that were cancelled.